Event description:
It was reported that a flo-gard infusion pump had an unspecified issue with its battery. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. During visual inspection, the fuses were observed to be blown. During functional testing and an alarm log review, an f-66 alarm was found. Battery testing showed the battery voltage to be low. A service history review found that the device was previously serviced for blown fuses. The cause of the reported condition was determined to be the blown fuses. To correct the condition, the fuses and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.